Event description:
It was reported that a patient had high lead impedance with more seizures. The physician ordered an x-ray and the patient was referred back to the neurosurgeon. Surgery occurred and the lead pin was found to not be fully inserted. Once the pin was inserted, diagnostics were within normal limits. Additional relevant information has not been received to-date.

Manufacturer narrative:
Corrected data: the "product problem" field was inadvertently provided on the initial report. Type of reportable event, corrected data: the type of reportable event was inadvertently provided as "malfunction".